Event description:
It was reported that bd eva-ai2-sm2 syringe plastipak 5ml s/t s/su was found to have tip breakage. The healthcare team and medical staff reported that leakage occurs at the tip of the syringe, which compromises the effectiveness of the procedure and makes it difficult to accurately determine the volume actually injected into the patient. As reported, the problem has been observed since october 2025. At the time, the situation was not reported to the supplier, as the team believed it to be a possible one-off incident related to a specific batch. However, in january 2026, the problem recurred. It was identified that the 5 ml syringe with batch number 5058848 has a crack in the tip, causing leakage when the anesthesia needle is connected, compromising the proper sealing of the device and wasting medication. The healthcare professional also reported that the medical team of anesthetists expressed their intention to suspend the use of the syringe in the surgical center due to the reported incidents.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
We performed a meticulous batch history analysis (DHR) and reviewed all maintenance records and quality notifications associated with this batch. No deviations were identified for this batch. We would like to clarify that without a physical sample, we cannot determine with certainty whether the reported incident is due to a cylinder defect or whether it is related to the needle used. The absence of the sample limits our ability to perform a comprehensive analysis and reach a conclusive assessment. We recommend delivery of the physical sample for further investigation, which will allow us to provide a more accurate assessment our production processes are validated based on defined and strictly enforced limitation criteria in order to maintain the highest quality standards. The incident identified in this consultation will be closely monitored to assess trends to ensure ongoing quality assurance. As this occurrence does not exceed the batch's acceptable quality limit (aql), we do not propose any additional corrective or preventive action at this time. However, we remain committed to open communication and will keep you informed of any developments regarding this matter.

Event description:
No additional information provided.